Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08782; 2134265-2017-08854; 2134265-2017-08855. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During procedure, the physician introduced the opticross¿ imaging catheter in the lad. However, there was no image and pullback failure occurred twice. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08782; 2134265-2017-08854; 2134265-2017-08855. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During procedure, the physician introduced the opticross¿ imaging catheter in the lad. However, there was no image and pullback failure occurred twice. No patient complications were reported.